Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome. It was reported that the patient¿s battery will not charge and they cannot get a physician to contact them. It was reported that this was a workman¿s compensation case and that they needed to get it going again. It was not reported when the event occurred. No further complications were reported/anticipated.